Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depressed"), anxiety ("anxious") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (full hysterectomy and salpingectomy with removal of the essure). Essure was removed in (B)(6) 2016. At the time of the report, the back pain, genital haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement and full occlusion company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.